Event description:
It was reported that c4 of right internal carotid artery flow diverter stent(subject device) implantation was performed. Post-procedure imaging evaluation confirmed stenosis in subject flow diverter stent(rate 1-25%) and parent artery stenosis (rate 1-25% ). Antiplatelet therapy was performed according to the dosage schedule. Aspirin 100 mg/day and clopidogrel 75 mg/day from (B)(6) 2022. Patient's current condition is stable.

Manufacturer narrative:
The device remains implanted in the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 2 adverse events were noted post procedure. 1: stenosis in flow diverter stent (stenosis rate: (B)(4)) and 2: parent artery stenosis (stenosis rate: (B)(4)). Preoperative and postoperative antiplatelet therapy was performed according to the dosage schedule. - aspirin 100mg/day: from (B)(6), 2022 to now (ongoing) - clopidogrel 75mg/day: from (B)(6), 2022 to (B)(6), 2022 - prasugrel 3.75mg/day: from (B)(6), 2022 to now (ongoing). The reported 'patient parent vessel stenosis' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that c4 of right internal carotid artery flow diverter stent(subject device) implantation was performed. Post-procedure imaging evaluation confirmed stenosis in subject flow diverter stent (rate (B)(4)) and parent artery stenosis (rate (B)(4) ). Antiplatelet therapy was performed according to the dosage schedule. Aspirin 100 mg/day and clopidogrel 75 mg/day from (B)(6), 2022. Patient's current condition is stable.